Event description:
The customer reported that her blood glucose read high [>27.8 mmol/l (>500 mg/dl)].

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of a needle mechanism failure. Mechanism rails-wings did not capture slide insert was determined to be the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.